Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported detachment as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that one day post port placement via the right internal jugular vein, the port allegedly detached from the catheter. It was further reported that the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four days post port placement, port-a-cath check was performed. The right internal jugular port-a-cath was patent and in good position and intact with the tip in the lower right atrium. The catheter was somewhat difficult to access with the huber needle due to mobility of the port within the soft tissues. It was found that by firmly manually pressing against each side of the port-a-cath to immobilize the port then it was possible to puncture the septum and access the port. Around one day later, chest x ray revealed right internal jugular mediport tip in the right atrium without pneumothorax. Around one month and nineteen days later, removal of right jugular vein chemotherapy port was performed for thrombosis. The patient tolerated the procedure well and was in stable condition. Therefore, the investigation is confirmed for the reported loosening of implant not related to bone- ingrowth. Additionally, it can be confirmed that the patient experienced thrombosis post port placement. However, the relationship to the port is unknown. Further, the investigation inconclusive for the reported detachment as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that four days post port placement via the right internal jugular vein, the port allegedly detached from the catheter and the port was mobile. The patient had an unknown infection and thrombosis it was further reported the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that one day post port placement via the right internal jugular vein, the port allegedly detached from the catheter. It was further reported the port was removed and replaced. There was no reported patient injury.